Event description:
When initially instilling d5w, machine appeared not to recognize the change in the balloon pressure. Dr stated the same thing had happened previously this week despite trying new disposable units.